Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller reported the infusion set is leaking. Caller stated she thinks the leak is form the luer lock but is not sure. Caller reported customer discovered the leak due to elevated blood glucose level; was able to self-treat. No adverse event reported. Requested return of the alleged infusion set for evaluation.